Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that an add'l procedure was performed for a piggyback lens and the pt is now 20/20.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/28/2009 and 10/14/2009 by phone, fax, and mail. Add'l info was received by phone. A completed questionnaire has not been received. This report was mailed to FDA on:10/23/2009.